Event description:
It was reported that during a lap roux-en-y procedure, the device quit working. Another device was used to complete the procedure. No patient consequence.

Manufacturer narrative:
Analysis summary: the analysis results confirmed that the ace36p device was returned with the distal tip of the blade broken off. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damge may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use." Each device is visually inspected and funtionally tested prior to shipment, and damage of this magnitude would have been detected at this process.